Manufacturer narrative:
(B)(4). The customer responded to a good faith effort request via email on 18-nov-2021 and stated that there was no patient involvement. The customer owned endoscope was received by pentax medical for evaluation on 18-nov-2021. The endoscope was inspected by pentax medical service under service order 3136714 and the technician confirmed the customer complaint and documented the following inspection findings: insertion tube bump at stage 1, ccd circuit board corrosion, pve electrical pin corroded, light carrying bundle has less than 70% transmission, passed wet leak test, umbilical cable buckle at umbilical connector side, insertion tube bubbling, passed dry leak test, customer complaint confirmed, hole in # 2 remote control button cover, fluid invasion in pve connector, suction tube twisted/kink, core corroded, air/ water nozzle glue worn, pve electrical, connector frame mild corrosion, operation channel- primary mild resistance. The device underwent repairs including the following components: o-rings and seals, operation channel, light guide fiber bundle (lcb), adjusting collar, bending rubber, insertion flex tube, angle wire, rl pulley assy, ud pulley assy, suction channel lg, light guide cable, pcb for ccd drive pb-free, electrical connector assy, x-ring(1.8x19.6) gray, root brace rubber imp-1, air tube, air/water/jet tube, remote control button, root brace rubber imp-1. Model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 17-nov-2021, a device history record(DHR) review for model ec-3890li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 17-feb-2009 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 18-feb-2009. The endoscope is awaiting repair and approved by final qc as of 28-jan-2022. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in (B)(6). The description indicated that there was no video image involving pentax medical video colonoscope model ec-3890li, serial number (B)(4). The issue was observed in the operating room, prior to use. There was not reported injury associated with the event. This event meets the requirement for FDA reportability; therefore submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: h6: coding changed based on the investigation result. Evaluation summary: customer reported no video image. Therefore, we checked the returned unit and confirmed that the ccd driver pcb corroded. Based on the result, we concluded that it was caused due to the worn out on the ccd driver pcb. In addition, we confirmed that the remote control buttons leaky, the lg cable connector fluid damage, the suction channel buckled, the operation channel resistance, the lg cable connector corroded, the air/water nozzle worn out, the electrical connector corroded, the insertion flexible tube (ift) bump, the light guide fiber bundle (lcb) broken, the light guide cable buckled, the insertion flexible tube (ift) bubbling, the root brace rubber cut, the air/water channel kink, and the remote control buttons cracked; however, they are not the main cause, and/or irrelevant to the alleged complaint.